Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported to fresenius medical care canada that a blood leak occurred two hours and fifty-two minutes after the initiation of the patient¿s hemodialysis (hd) treatment. It was not clear if the leak originated from the dialyzer or the bloodline. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.